Event description:
The patient was implanted with a left ventricular assist device (lvad)on (B)(6) 2013. It was reported that the patient was found unresponsive with the lvad disconnected. The circumstances surrounding the event are unknown. The system controller was alarming; however, the specific alarms during the event are unknown. It is not known how long the patient had been down. The patient could not be intubated by ems responders. Chest compressions were performed and epinephrine was administered before death was pronounced. The patient was reportedly doing ¿really well¿ prior to the event; however, the timeframe was not specified. It was reported that the patient was trained and had performed system controller exchanges previously. It was unknown if there was any indication of whether the patient was trying to change the system controller at the time.

Manufacturer narrative:
The patient¿s sex was not provided. Approximate age of device - 1 year, 5 months. (Calculated from the date when the system controller was issued to the patient.) The system controller was returned to the manufacturer but evaluation is not yet completed. It was reported that patient¿s family had attempted to dismantle the system controller after the patient had already passed as they were trying to stop the system controller from alarming. The report source indicated that an autopsy may be performed and it was unknown if the pump would be explanted and returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
It was reported that the system controller was alarming with an unspecified alarm when the patient was found unresponsive. The log file downloaded from the system controller contained events dated from (B)(6) 2015 to (B)(6) 2015, according to the time stamp. On (B)(6) 2015 at 20:17 a yellow wrench alarm occurred during a self-test regarding a backup battery fault. The pump continued to operate at the fixed speed during the yellow wrench alarm. On (B)(6) 2015 at 20:25 the driveline was disconnected, the yellow wrench alarm remained and the pump speed was recorded at 0 rpm. The yellow wrench alarm cleared on (B)(6) 2015 at 23:14 and external power was removed from the system controller. The last entry in the log file was recorded on (B)(6) 2015 at 0:21. The system controller was tested with the manufacturer¿s laboratory equipment and the yellow wrench alarm was not able to be reproduced. Similar incidences of backup battery faults have been reported. A corrective and preventative action has been implemented to address the issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.